Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum the device was clogged, blocked. The following information was provided by the initial reporter. The customer stated: "it was found the fluid was blocked when the patient was given an infusion."

Event description:
It was reported when using the bd q-syte¿ luer access split-septum the device was clogged, blocked. The following information was provided by the initial reporter. The customer stated: "it was found the fluid was blocked when the patient was given an infusion."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10